Event description:
It was reported that about one week prior to (B)(6) 2012, the patient had a return in gastroparesis symptoms and a loss of therapeutic effect. The patient was experiencing nausea and vomiting. Additional information added that the patient also had diarrhea. There was no known accident or incident related to this complaint. It was later reported that the patient was 3 weeks overdue for a check-up. It was noted that the patient always went around "metal detectors" at stores. An appointment was scheduled for (B)(6) 2012. Additional information reported that the patient had been hospitalized on the date of this report. It was reported that the patient had also experienced abdominal pain. The device was reprogrammed on (B)(6) 2012. The voltage was increased from 2.8 v to 4.9 v. The impedance measurement of 653 ohms was in the normal range. The patient recovered without sequelae.

Manufacturer narrative:
Product ID, 435135 serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 435135 serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).